Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 570:320:654:0000; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with failure code 570:320:654:0000 was confirmed and reproduced by service. The cause of the reported problem was found to be depleted main batteries. The main batteries and harness were replaced to fix the reported problem. Additional information: a service history review revealed that this device was not previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA mdq-CAPA-(B)(4).